Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing found no indication of conductor fractures or internal shorts. Visual inspection found no anomalies except for procedural damage.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead failed to pace. The lead was not used. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.